Event description:
The pt reported he is experiencing discomfort at his scs ipg pocket site due to the scs ipg becoming more superficial. The pt is working with his physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.